Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 213 mg/dl. The customer stated that the lcd screen is foggy and he cannot read clearly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.